Event description:
It was reported that a perforation of skin occurred for the patient 2cm to the left of the pharyngeally raised part of the patient. A 5cm incision was made and debridement was performed. Tissue culture was performed, but no infection was identified. The generator and lead were left intact without removing them. The physician was curious if a silicone allergy could be considered the cause of the issue. Additional information was received that the inflammation occurred and a wound (hole) around 3mm was observed. There was no abnormality on the area near the electrode of the lead and the generator incision sites. The patient has had no experience of an allergic reaction to the lead and has no experience of an allergy to silicone. The believed cause of the skin perforation is unknown. No other relevant information has been received to date.